Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 01-sep-2015: bayer ptc global reference number is (B)(4). Final assessment: detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop, depress button and perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the insert's grip on the delivery wire, and potential manufacturing deficiencies. Since no product was returned for investigation, they were unable to perform an investigation of the actual device involved in this complaint. Typically, they would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly. In this case, they conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. They were unable to confirm any quality defect or device malfunction at this time. The possibility of a detachment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The risk to the patient for this failure mode was assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in the design fmea. Medical assessment: this ptc was initiated due to a product technical issue. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. (B)(4) further adverse event case reports have been received to date in relation to the reported batch, of which (B)(4) cases refer also to similar types of adverse events. No unusual pattern could be identified. In summary, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information (general questionnaire) was received on 22-sep-2015: the patient had as history a d&c done for pregnancy termination. The insertion procedure was done under general anesthesia; no cervical dilatation or sounding were done. The procedure was considered difficult because essure only partially deployed into the left ostia; it had to be removed and a new device was inserted. The fluid loss during hysteroscopy was not more than 1500cc. The patient was on depo provera as back up contraception. The physician confirmed the events and details previously reported. On (B)(6) 2015, an ultrasound was done and showed the left essure partially expelled (half of device in uterine cavity and half in tube) and caused severe pain in the patient. 10 days after the procedure, on (B)(6) 2015 a laparoscopic left salpingectomy was performed. The pathology result showed benign fallopian tube. At time of the report, the patient had essure coil on right tube with no discomfort; since it was too early for a hsg the patient was in back up contraception until the exam confirms the occlusion. The physician stated essure caused the patient`s condition due to a malfunction device that caused pain in the patient. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and one week after placement, an ultrasound showed left essure was partially expelled / half in uterine cavity and half in tube. This event, seen as device dislocation, is serious due to medical importance and required intervention and is listed in the reference safety information for essure. Device dislocation and displacement may occur during essure use, mostly during difficult insertions. In this case, patient experienced pain one day after essure insertion. The left side did not initially deploy. It got stuck halfway out of the insertion device. It was removed and a new one was placed. As pain remained, one week later, an ultrasound was performed and showed the left essure partially expelled (half in uterine cavity and half in tube). This was the cause of patient's severe pain and, thus, in the following day, a laparoscopic left salpingectomy was performed. Although the exact date and mechanism of this dislocation have not been provided, considering the close temporal relationship with placement procedure and event's nature, causality with essure use cannot be excluded. Since an intervention was required, this case is regarded as incident. Based on available information, including batch documentation review, there is no reason to suspect a quality deficit of the product.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a medical doctor in (B)(6) on (B)(6) 2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert), lot number c22912 implanted for permanent sterilization on (B)(6) 2015. She was not pregnant. It was reported that the insertion on right side had no issue. Left side did not initially deploy. It got stuck halfway out of the insertion device. The physician had to pull out coil and replace with another essure coil. Bilateral placement was achieved. On (B)(6) 2015 the patient reported severe pain. The pain lasted one week. At that point, the left tube was removed along with the essure coil, due to the expulsion of the essure coil. Essure was ongoing on one side. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced severe pain / the pain lasted one week. This event was considered serious due to medical importance and is listed in the reference safety information for essure. In this case, patient experienced this event one day after essure insertion. It was also reported that left side did not initially deploy. It got stuck halfway out of the insertion device. She had her left tube removed along with the essure coil due to the expulsion of the essure coil. Given a compatible temporal relationship and given the event's nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident due to performed surgical intervention. Further information and product technical analysis are being sought.